Manufacturer narrative:
On (B)(6) 2019, photo evaluation was completed. A picture was provided, and it could be observed the injection dome is separate from the shell, however the photo does not provide enough evidence to determine root cause. Multiple attempts were performed to obtain the lot number, but no information has been made available, therefore manufacturing records could not be reviewed. According with manufacturing investigation, there are procedures to prepare domes (injection site) and vulcanize the domes to the shell, in addition to controls to inspect any delamination and ensure correct bond between shell and injection site. Nonconformance (nc) data review was also performed as part of this investigation and determined that the potential failure mode for this material separation is ¿incomplete assembly¿ due to the potential cause ¿poly not removed¿, resulting in ¿incomplete bond¿ between injector and shell (expander). Considering the previous nc data with related issue as mentioned, there could be a similar possibility of occurrence for this defect that is ¿incomplete assembly due to poly not removed from the washer prior to vulcanization to the shell¿. However, since product was not returned for evaluation and the lot number was not provided no further investigation can be performed, if product or additional information is received in the future the investigation will continue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture and infection of expander. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient with unknown age, sex underwent unspecified breast surgery with unknown cpx 4 breast tissue expander. It was reported that the expander was ruptured and was explanted from the patient with infection at an unknown date. It was removed with the hand and the injector was separated from the rest of the expander. The date of explant has been estimated as (B)(6) 2019 (first day of event month).